Event description:
Customer called to report the pump had a crack outside of the reservoir compartment. It was denied that the device was dropped or bumped. It was stated while it was priming the pump did not recognize that the insulin was exiting. Also when they stopped, the screen asked them to prime or escape to rewind again and eventually they could be out of insulin.